Event description:
Customer reported to horiba medical (horiba) that the abx micros 60 (abx m60) generated an erroneous high platelet result with an l-flag. The treating physician transferred the pt to the hospital (hospital 1). Customer reported that the pt was redrawn. Customer reported that the hospital 1 instrument gave lower platelet results for the pt. Customer reported that the instruments at two different hospitals (hospital 2 and hospital 3) also gave lower platelet results for the same pt on (B)(6) 2012. Customer did not provide any pt treatment info.

Manufacturer narrative:
Horiba continues to investigates the reported event and will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.